Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a phr inspection. The root cause of the thrombosis was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) was transported to a center. Percutaneous coronary intervention and impella cp were implanted. ECMO was weaned and the patient needed to be upgraded to an impella 5.5. Impella 5.5 was then implanted via a. Lusoria and then later the patient was transitioned to a heartmate 3 from the impella and thereby dissection of a. Lusoria. There was also apical thrombus formation noted and the impella cp was escalated to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been indicated in b5. Corrected information has been provided in b2(is required intervention). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information received: can we find out if the main reason for the escalation to 5.5 was a thrombus? From the discharge in case of failure and septic condition. And the thrombus was extracted from the femoral artery, but I did not get the feeling from the documentation that the cp was thrombosed. Was any steps taken to resolve the thrombus? No. There was no evidence of a thrombus on the cp. Can we confirm the date of implantation and explantation of the impella cp? (B)(6) 2024. Is the sn of this impella cp - (B)(6) correct? Correct. Sn of the impella 5.5 and the day of implantation? The implantation of the impella 5.5 was (B)(6) 2024. Can we confirm that the patient survived all these procedures and underwent htx this year? Yes, he is alive and is ok.

Manufacturer narrative:
Correction was made to provide patient demographics as captured in section a patient information. Of note, a5 ethnicity and a6 race are unknown. Additionally, information notes the impella device was percutaneously implanted via the left femoral artery.

Manufacturer narrative:
Section d medical device has been updated. D6a and d6b implant and explant dates were added as they were omitted from the initial report that was submitted.

Manufacturer narrative:
Ppae/thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details.